Manufacturer narrative:
Additional information received from the initial reporter on 15 june 2016 and includes: the revision was successfully performed. The surgeon explanted the tibial component and re cutted the tibial surface. "Bad move" means that the patient had a very low range of motion. Pm (B)(6) 2016 it was communicated that x-ray and explants will not be available for investigation. On (B)(6) 2016 the patient matched department made a check of the planning review and commented as follows: the analysis of the my knee process of this case found no deviations from the standard procedures. No further analysis is possible, since we did not receive any x-ray of this patient. Batch reviews performed on 05 july 2016. Lot 147895: (B)(4) items manufactured and released on 16 february 2015. Expiration date: 2020-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk sphere tibial insert fixed flex size 5/10 mm right, code 02.12.0510fr, lot. 146651 (k121416) (B)(4) items manufactured and released on 26 november 2014. Expiration date: 2019-10-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
Revision surgery scheduled due to very bad movement after knee prosthesis implantation (probable arthrofibrosis).